Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. (B)(6). Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported, after fixing 3 t-bars, all [the] sutures snapped at the same time when a tube was inserted. The patient¿s stomach went down, and air went into the abdominal cavity; the patient's stoma was closed with a clip, hospitalization was extended by 2-weeks and antibiotics were administered. All t-bars fell down in the stomach, no additional medical attention required. It was also reported that the physician pulled the sutures and there was too much tension. There was no reported injury to the patient.